Event description:
The manufacturer received information from a customer that a ventilator inoperative condition had occurred on a trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer received information from a customer that a ventilator inoperative condition had occurred on a trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a manufacturer service technician, and the customer¿s complaint was confirmed. During the evaluation it was noted that the blower assembly had caused the ventilator inoperative condition for this device. In conclusion, the device's blower assembly was replaced to address the issue. The root cause is confirmed at this time.